Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comments, the liquid crystal display (lcd) lens was broken.

Event description:
It was reported the epg (external pulse generator) had a broken front screen. No patient involvement or complications were reported.